Manufacturer narrative:
The pump passed the displacement test. Pump failed screen test of self test was due to pump error 63 alarm. Intermittent button response noted on the up button during testing. Pump was cut open to perform visual inspection and found poor solder joints on the u1 chip on the keypad assembly, dried insulin in the motor slide, and moisture on pcba 1, pcba 2, force sensor, and the keypad flex tail. Successfully downloaded history files and traces using thus. Pump error 63 variable 3 was confirmed due to poor solder joints on the u1 chip on the keypad assembly. Pump error 4 was confirmed during testing due to the motor mcu did not get the response from the main mcu when sent the request. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, missing display window cover, scratched case, battery tube threads - cracked, cracked case - corner of belt clip rails, cracked case (battery tube), label damage (stained, faded). Keypad unresponsive on the up button was confirmed during analysis and was due to moisture damage on the keypad flex tail. Pump error 4 was confirmed during testing due to a hardware error. Pump error 63 variable 3 was confirmed during testing due to poor solder joints on the u1 chip on the keypad assembly. Pump exposed to moisture confirmed on pcba 1, pcba 2, force sensor, and the keypad flex tail. Pump failed self test due to poor solder joints on the u1 chip on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported up arrow button on the insulin pump's keypad was not responding. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.